Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with shortness of breath, nausea, and lower blood pressure. Echocardiograms revealed that the patient had a pericardial effusion and pending tamponade. On (B)(6) 2017, the patient underwent a pericardial window procedure. The patient tolerated the procedure well and was stable post procedure. On (B)(6) 2017, the patient presented in the emergency department with progressive fatigue, nausea, shortness of breath, and hypotension. Echocardiograms revealed that the patient had another pericardial effusion. The pericardial effusion was drained and the pericardial effusion was resolved. Patient was stable.

Event description:
New information received indicated that the patient also had symptoms of diaphoresis, chills, chest tightness and pain, right arm swelling and pain, and bilateral finger numbness and paresthesias during their visit on (B)(6) 2017. On (B)(6) 2017, the patient presented in the emergency room with shortness of breath and fatigue. Further review revealed the patient had a small loculated pericardial effusion unchanged from the prior visit but believed to be hemodynamically non-significant. The right ventricle was noted to be dilated. The patient was transferred to another facility. On (B)(6) 2017, the patient presented with continuous and worsening shortness of breath. The pericardial effusion was still seen but noted to be trivial. No intervention was performed. The patient was discharged home for self-care.